Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted. Initial reporter zip code exceeded maximum allowable digits, zip code is as follows: (B)(6).

Event description:
The customer reported the unit turned itself off while monitoring during the night. The ac module component of the rad-8 seemed very loose and unit switched from ac power to battery by a subtle movement on the ac power module. No patient impact or consequences were reported.

Manufacturer narrative:
The returned device was evaluated. The device was found to have a few cosmetic hits and scratches on the enclosure however this did not affect the functionality of the device. During the evaluation the device's ac led indicator illuminated while plugged into the ac supply, but would turn off if the module is moved. Further analysis found a system circuit board failure due to a cold solder in the contact pins on components u1 and j1. A service history record reveals that this unit was in the field for over (4) years with no previous reported issues related to this reported event. Initial reporter zip code exceeded the minimum allowable digits, zip code is as follows: (B)(6).